Event description:
Caller states the pt tested 4.2 inr on the coaguchek s system and 3.0 inr on a comparison lab. Coumadin was held for 1 day and then decreased for 2 days. No adverse event reported. Requested return of suspect system and replacement was sent.